Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right external iliac artery (eia). After a non-bsc guide wire crossed the lesion, a 6.0 x 40, 75cm mustang¿ balloon catheter was used for dilatation. During removal of the mustang¿ balloon catheter, strong resistance was encountered and the device was stuck with the non-bsc guide wire. The physician then removed both devices together. Outside the patient's body, the physician pulled the device forcefully from the non-bsc guide wire and it was noted that the shaft was damaged at the balloon area and the coating of the non-bsc guide wire was also peeled off. The procedure was completed with another non-bsc guide wire and 7-20 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. An examination of the tip identified no issues with the tip profile. A visual and tactile examination of the returned device found that the shaft was bunched and ruptured. The bunching of the shaft was clearly present inside the balloon. Further examinations of the shaft identified that the shaft was stretched and perforated at 1mm distal to the distal edge of the distal markerband and between 9.3cm to 10cm proximal to the tip. This damage to the shaft is consistent with severe tensile force having been applied to the shaft. An examination of the balloon material identified a longitudinal (3 mm in length) with circumferential (v-shape tear), just distal to the distal markerband. This tear was at the location of the rupture in the bunched up shaft. An examination of the markerbands identified no issues with their profiles. A wire was passed freely from the hub down through the wire lumen through the exposed perforated shaft at 9.3-10cm from the tip where it exited out through the perforated/broken shaft near the distal markerband. No other damage was identified along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous right external iliac artery (eia). After a non-bsc guide wire crossed the lesion, a 6.0 x 40, 75cm mustang¿ balloon catheter was used for dilatation. During removal of the mustang¿ balloon catheter, strong resistance was encountered and the device was stuck with the non-bsc guide wire. The physician then removed both devices together. Outside the patient's body, the physician pulled the device forcefully from the non-bsc guide wire and it was noted that the shaft was damaged at the balloon area and the coating of the non-bsc guide wire was also peeled off. The procedure was completed with another non-bsc guide wire and 7-20 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).